Manufacturer narrative:
The reported suction channel blocked was confirmed through evaluation of the device. Findings noted in the evaluation included suction tube resistance, passed dry leak test, primary operation channel crimped at biopsy inlet t-piece, air/ water nozzle glue missing, distal body abrasion, water nozzle misaligned, umbilical cable buckle at umbilical connector side, umbilical cable buckle at control body side, passed wet leak test, yag cut laser filter moisture inside, right/left brake knob retaining nut cover cracked, insertion tube root brace cut, ccd wire insulation cut. The device was refurbished, cleaned, disinfected, and angle adjustments were made, and returned to the customer. If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
A customer requested an RMA for an ec-3490tli (sn: (B)(4)) video colonoscope, indicating that the suction channel was blocked. The customer stated that the medivator gave error message - blocked channel. The customer reported the issue occurred during reprocessing. There was no patient involvement.